Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india. Livanova field service engineer was dispatched onsite: device was tested and the motor was manually rotated. No parts were replaced as troubleshooting. Functional verification checks extensively performed and passed with positive results. The unit was returned to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report, during priming, the 3t heater cooler displayed alarm e07 (pump is blocked) and was unable to operate since the circulation motor was not running. Further inspection indicates that the circulation motor and cpu board need to be inspected. There was no patient involvement.